Event description:
It was reported that the device battery was found to be currently at eri (elective replacement indicator), yet a device check four days earlier had shown a projected remaining longevity of 11-33 months. The device is scheduled to be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.

Event description:
It was reported that the device battery was found to be currently at eri (elective replacement indicator), yet a device check four days earlier had shown a projected remaining longevity of 11-33 months. The device is scheduled to be replaced. No patient complications were reported as a result of this event.